Event description:
It was reported that when the patient had their leads replaced they didn¿t have the battery charged so they couldn¿t check the system. It was later reported that the patient had impedances greater than 20,000 ohms. Today was the patient¿s post-operative visit. Impedances were fine on the left using 1 and 2 negative and 3 positive with 450 pulse width, rate of 60, and amplitude between 2.0v and 2.2v. The right lead impedances were open and at 1.5v all were greater than 20,000 ohms. The patient had good leg coverage from leg to hip on the left but due to open impedances had no coverage with the right. The decision had been made to revise the lead and they would take out both the lead and extensions. The patient currently did not have enough coverage with the existing lead on open and it had not been decided if the ins would be replaced. The patient had been instructed to keep their ins charged. The cause was determined to be the lead and it was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was receiving effective therapy and they had great coverage with the new lead.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# va08wwf, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3998, lot# va08wwf, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3708360, serial# (B)(4), explanted: (B)(6) 2014, product type: extension; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. (B)(4).